Event description:
It was reported that the patient had to charge the ipg for a longer period of time. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event approximated based on the date the manufacturer became aware of the event.